Event description:
Patient admitted for loss of appetite on (B)(6) 2013. Developed acute respiratory failure (B)(6) 2014. Intubated, tracheostomy done (B)(6) 2013. On (B)(6) 2013 kangaroo ngt placed. Confirming xray indicated ng tube looped within right hemithorax with tip oriented towards right apex. No pneumothorax noted. Ng tube removed.